Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of this bivona® adult tts¿ tracheostomy tube, the ventilator spontaneously alarmed, the device was removed, and a leak in the cuff was observed. The device had been in situ for seven hours. A new tracheostomy tube was placed, and this issue was resolved. Cuff patency had been tested with sterile water prior to use. No adverse health outcomes were reported.

Manufacturer narrative:
One bivona® adult tts¿ tracheostomy tube was returned for analysis in used condition. Visual inspection of the device did not identify any defects. After testing, a leak was detected on the cuff. Using magnification, the area of the leak was inspected finding a cut in the cuff. Manufacturing 100% leak tested the lot of devices and quality performed a leak test on a sample of the lot. If the wear had been present, the device would have failed at that time. No manufacturing fault has been identified. It is likely that the cuff came in contact with a sharp object, which nicked the cuff. The investigation could not determine when the cuff was nicked.